Manufacturer narrative:
The technician found the e-ring was missing from the latch pin. The technician replaced the e-ring to repair the bed.

Event description:
Info received indicates the right immediate siderail is not latching.